Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture and vessel perforation occurred. The 90% in-stent restenosis of a non bsc stent is located in the moderately tortuous and non calcified left anterior descending artery. The physician first dilated the lesion with a 2.0mm non bsc balloon. Then the physician advanced the 10/2.50 flextome cutting balloon to the lesion and upon inflation a pinhole rupture occurred at 8 atms. Following the rupture a vessel perforation was identified. The physician performed a long inflation with a 2.5mm unspecified balloon and stopped the bleeding. Procedure was completed with another 10/2.50 flextome cutting balloon. Patient status is reported as good.

Manufacturer narrative:
Device evaluation: a visual examination of the device revealed that the returned balloon had evidence of being inflated. The device was attached to an inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A visual and microscopic examination of the balloon material observed a pinhole leak at the proximal end of the blades and a blade mark was evident at the leak area. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture and vessel perforation occurred. The 90% in-stent restenosis of a non bsc stent is located in the moderately tortuous and non calcified left anterior descending artery. The physician first dilated the lesion with a 2.0mm non bsc balloon. Then the physician advanced the 10/2.50 flextome cutting balloon to the lesion and upon inflation a pinhole rupture occurred at 8 atms. Following the rupture a vessel perforation was identified. The physician performed a long inflation with a 2.5mm unspecified balloon and stopped the bleeding. Procedure was completed with another 10/2.50 flextome cutting balloon. Patient status is reported as good.